Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert triggered. The analyst noted that beginning (B)(6) 2015, the v sensing integrity counts were up to 2548, and there were vt-ns episodes with evidence of lead noise oversensing. Additionally, beginning (B)(6) 2015, the rv lead integrity warning occurred for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes. Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing high sensing integrity counter (sic) and high rate non-sustained episodes with intermittent noise. It was also noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.